Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level of 38 mg/dl. The customer was unsure if the pump settings are correct and said that their doctor recently made changes. Customer was advised to contact their healthcare professional regarding the pump settings and to monitor the pump.